Event description:
Boston scientific (bsc) crm received information that this ventricular dextrus lead was exhibiting intermittent capture and elevated thresholds. The patient who has heart block was symptomatic with an intrinsic rate of 30bpm. Efforts to reposition the lead were unsuccessful and therefore, the lead was removed from service. A competitive lead was implanted without further incident.